Event description:
No blood glucose levels were provided. The customer reported that the battery of the insulin pump would not last long. No additional information was provided.

Manufacturer narrative:
Unit had high idle current due to faulty c4 on rfb. Unit had minor scratched display window and cracked display window corners. (B)(4).